Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he was hospitalized for hyperglycemia due to high blood glucose of 742 mg/dl. Customer was vomiting and dehydrated. Customer was treated with insulin syringe at the hospital and left the hospital with blood glucose of 340 mg/dl. Customer returned home, ate, and the blood glucose was rapidly rising again. Customer changed the infusion set and found the cannula was bent. Customer was unable to complete the high pressure test. Customer will not be returning the device for analysis.